Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant products: guide wire: universal ii, guide catheter: heartrail ii, kiwami. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric lesion with no tortuosity, moderate calcification and 75% stenosis in the proximal/mid left anterior descending (lad) artery. A universal ii guide wire was advanced to the lesion and intravascular ultrasound examination was performed. The 2.0 x 15 mm trek nc balloon catheter was advanced with no resistance to the target lesion for pre-dilatation, but the balloon ruptured during the 3rd inflation at 20 atmospheres. Then, a 2.5 x 15 mm non-abbott balloon catheter was used for dilatation, but the non-abbott balloon catheter also ruptured. Thus, an additional guide wire was inserted and the lesion was further dilated with a 3.0 x 15 mm non-abbott balloon catheter. Two xience alpine stents were deployed overlapping to complete the proceidure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.